Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the implant worked for the first month and then it stopped and it had been causing some pain. The sensation was going other places. The caller had seen the healthcare provider (hcp) who tried different programming but that did not help. The caller reported no falls or trauma. The caller also reported that they could not lay on the side of the body that the device was on due to discomfort. The caller will be having the system explanted on (B)(6). The caller wanted help turning the stimulation off. The caller turned off therapy successfully after understanding how to use the equipment and which part to hold against the body. The caller stated that they were feeling better with therapy turned off.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.